Event description:
The manufacturer received information alleging a ventilator alarmed for low oxygen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
The manufacturer previously submitted receiving information alleging a ventilator alarmed for low oxygen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During evaluation oxygen was not able to be adjusted from 21%. The 3 way solenoid valve needs replaced.